Event description:
Caller reported cgm error 42 associated with their device. There was no adverse impact to the customer's blood glucose level. Customer followed guidance from technical support to perform a pump reset, resolving the issue, and successfully initiated a new sensor session without encountering the error again.